Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, no further information will be provided, including patient demographics.

Event description:
It was reported that the device was programmed to infuse 1,545ml of an unspecified medication over a four hour duration, but instead infused 1,600ml. There were no adverse effects caused to the patient from the event.

Event description:
It was reported that the device was programmed to infuse 1,545ml of an unspecified medication over a four hour duration, but instead infused 1,600ml. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional info.